Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device jaws could not be re-opened and the knife would not retract during a total abdominal hysterectomy. The jaws were not on tissue when this occurred. A new device of the same type was opened to complete the procedure. There was no reported pt injury. The device was returned for evaluation with the knife blade exposed.